Event description:
It was reported, the setting for the coagulation and ablation on the coblator ii surgery system fluctuate intra-operative. No pt complications were reported as a result of this event.

Manufacturer narrative:
Eval summary: a review of the device history records found no non-conformances.